Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 03:30:00. During night drain cycle four, the patient's ultrafiltration reading was 1007ml, indicating the home patient drained 1007ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. All returned hc devices receive a returned instrument testing evaluation (rite). This evaluation includes mechanical and electrical testing on the device. There was no non-conforming product found during sample analysis that was related to the reported issue. A visual inspection was performed and the device passed. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review showed no failures/problems that were the same as, or similar to the reported event. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.